Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
25 apr 2022,the product is used for post-operative shaping of hypospadias. The catheter breaks and leaks urine within 2 hours after the catheter is placed. The next day, the catheter is replaced and reset. Sample was not retained. In addition, customers reported that such problems have occurred many times this year; more than 20 times, batch numbers kme21g1090 and kme21g0352; doctors and nurses have been told to be careful with catheter placement, but this incident still happened. The customer suspects that these two batches have quality problems and asks the factory to investigate and issue a report on these two batches.

Manufacturer narrative:
(B)(4), the batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted. In the absence of any actual or representative sample for investigation, we could not further investigate to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
On (B)(6) 2022,the product is used for post-operative shaping of hypospadias. The catheter breaks and leaks urine within 2 hours after the catheter is placed. The next day, the catheter is replaced and reset. Sample was not retained. In addition, customers reported that such problems have occurred many times this year; more than 20 times, batch numbers kme21g1090 and kme21g0352; doctors and nurses have been told to be careful with catheter placement, but this incident still happened. The customer suspects that these two batches have quality problems and asks the factory to investigate and issue a report on these two batches.